Event description:
It was reported that upon impaction of 54mm r3 shell, the end of the r3 straight shell impactor snapped off whilst attached to the shell. Therefore, it was impossible to remove the end of the impactor from the shell. It is unknown if there was any surgical delay. The procedure was finished with an smith and nephew back up device.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The end of the impactor broke off in the shell, rendering the device inoperative. Only the threaded tip of the device was returned. The device shows signs of extensive use. The clinical/medical investigation concluded that per complaint details, the device end ¿snapped off¿ into the shell making it ¿impossible to remove the end of the impactor from the shell¿. Reportedly, a new shell was opened along with a new set of reflection instruments to complete the procedure without delay. Based on the information provided, there was no patient injury alleged; therefore, the patient impact beyond the modified surgical procedure would not be anticipated. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that upon impaction of 54 mm r3 shell the end of the impactor whilst attached to the shell snapped off. It therefore made it impossible to remove the end of the impactor from the shell. It is unknown if there was any surgical delay. The procedure was finished with an smith and nephew back up device.